Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/17/2020. Corrected information: d4. Additional information: g3. Additional h3 investigation summary: actual complaint sample can't be returned, and lot information not provided by customer. The root cause of complaint can't be determined. We will keep this data for trend analysis and monitor this issue in the future. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. Was there any adverse consequence associated with the patient? Please provide procedure name and date. Please provide lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During ligation, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.